Manufacturer narrative:
Evaluation summary: the customer reported condition of a clamp that would not open was confirmed during evaluation. The open and stop buttons on the pumphead module keypad were found to be not working. The cause of the reported problem was an inoperative pumphead module keypad. The pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.

Event description:
The facility reported an infusion pump with a tubing clamp that will not open. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device,. No additional information or contact was available. The uim master software is colleague 2006 version 5.09.90.